Manufacturer narrative:
Insulin pump alarmed after battery change causing to reset insulin pump due to broken connector on solder joint on interface board. No shutting off or blank display noted. All operating currents were normal. Insulin pump received with minor scratches on display window, cracked reservoir tube lip and cracked battery tube threads.

Event description:
It was reported that the insulin pump has physical damage. Customer's blood glucose levels were not included in the report. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)